Event description:
It was reported to covidien on 04/22/2009, that a customer had a problem with an umbilical catheter. The customer reports the uvc line leaking at the most distal portion of the line, right before the hub. The uvc line was pulled the next day due to leaking. The infant is stable and feeding.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.